Event description:
The device was used during a gastrojejunostomy during a total gastrectomy procedure. Reportedly, the tissue was not transected and the staples were not formed properly. The tissue was resected and the surgeon repaired with another device.